Event description:
A customer reported encountering a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing pump reset information and guiding them through the reset process, after which the error was not displayed again. The customer successfully started their sensor session following the guidance.